Event description:
It was reported a bladder neck suspension procedure utilizing a protegen sling was performed in 1999. Sometime post procedure, the pt returned with vaginal erosion of the sling material and infection. The sling was removed in 1999. No further details regarding the circumstances surrounding this event are available. The device has not been returned by the user facility. Therefore, no failure analysis is available. Directions for use outline as potential complications: "loss of suture support may produce dehiscence at the implant wound site...loss of fixation and/or visualization of implanted graft materials... As with any implant material, sensitivity tests such as may be indicated...infection is potential complication of any surgical procedure. Aseptic technique must be adhered to throughout the procedure."